Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The cause of the reported event remains unknown.

Event description:
During an ablation procedure, premature ventricular contractions were determined to be coming from the anterior interventricular vein, however the ablation catheter could not reach the area. Additional ablations were to be made endocardially from the lv before the procedure was completed. The area of the aortic valve was entered where there was no previous geometry and ice was not utilized. The physician pulled out and re entered, stating that the device was believed to be on the floor of the left coronary cusp. Geometry was added to this location. Immediately after delivering that lesion, st segment elevation occurred. One more lesion was applied, and the device was pulled back more into the body of the aorta before the st segment elevation was noted. As soon as st segment elevation was noted, the case was cancelled for an immediate cardiac cath, during which, the left main and lad were stented. The physician believed an acute vasospasm and potential acute clot formation occurred. The patient was stable. There were no performance issues with any abbott device.